Manufacturer narrative:
(B)(4). Medical devices: dilitation catheter: 2.75 x 12 mm nc trek; guide wire: runthrough ns ef; guide catheter: brite tip 6f jl3.5st, opticross. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo and eccentric lesion located in the moderately tortuous, moderately calcified, 90% stenosed, left anterior descending artery. The vessel size was 2.25 at the distal portion, but 2.75 mm at the proximal portion. A 2.25 x 18 mm xience alpine stent was deployed at 10 atmospheres (atm) for 10 seconds, 3 times. Intravascular ultrasound (ivus) confirmed that there was insufficient dilatation at the proximal end of the stent; therefore, the proximal end of the stent was post-dilated with a 2.75 x 12 mm nc trek at 14 atm, 3 times. Ivus was performed again and it was determined that the minimum stent area was not wide enough, so the distal end of the stent was post-dilated with the same xience alpine stent delivery system (sds) balloon at 14 atm for 10 seconds, 3 times. During this post-dilatation, blood was observed coming back into the indeflator and a balloon rupture was suspected. However, there was no issue with the balloon inflation, so post-dilatation continued and the stent was confirmed to be adequately deployed. The procedure was completed without any issue. Once outside the patient, the sds was tested and the balloon could be inflated and deflated. It was further reported that there was no issue with the stent deployment. The additional post-dilatation was considered normal due to the difference in vessel size from distal to proximal. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Blood was observed inside the balloon; however, the reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak as no leak was noted during returned device analysis. As no leak was observed, it is possible the noted blood in the balloon was the result of blood in the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.